Event description:
Medtronic received info that this bioprosthetic valve was explanted due to stenosis after one year of implant. At explant the surgeon stated that the valve appeared normal (no tears or apparent defect) however, pannus overgrowth was identified on the inflow portion of the valve and no calcification was noted.

Manufacturer narrative:
Evaluation: other= device history reviewed. Results code: other= device history review found the product met specifications when released for distribution. Conclusion code: other= cause of event due to host tissue overgrowth. Analysis: the valve was received slightly distorted; oval-shaped. All leaflets were stiff due to thrombotic appearing host tissue in the belly extending slightly onto the lunula of all the cusps. The free margins on all cusps are slightly stiff but flexible. Thick glistening off-white pannus extended along the outflow rails of the left and right cusps covering the left right commissural area. Pannus on the outflow rail of the left cusp extended to the left cusp side of the non-coronary left commissural area and appears to have restricted leaflet movement. An unk amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography revealed no evidence of mineralization in the valve and host tissue. Conclusion: reduced performance of the valve was attributed to host tissue overgrowth on the valve. The device has explanted and replaced without reported pt complication.